Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. The patients¿ blood pressure decreased during left pulmonary vein isolation (lpvi, and effusion was confirmed. Pericardiocentesis was performed. Event occurred two hours after use of the catheter. No surgical treatment was performed. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. However, the time when decreased blood pressure was confirmed was not when conducting ablation, but when touching around the pv with the ablation catheter. The physician's opinions on the relationship between the event and the product was that there is no relationship with the product. There were no abnormalities observed prior to and during use of the product. The adverse event was discovered during use of biosense webster products; during ablation phase. Physician¿s opinion on the cause of this adverse event was that it was not related with the bw product. Drainage was performed. No error was reported on biosense webster equipment during the procedure. Extended hospitalization was required and subsequently, the patient was discharged from the hospital on (B)(6) 2022 after follow-up. Irrigation catheter¿s flow rate setting was within the range as per instructions for use (IFU).

Manufacturer narrative:
On 12-dec-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter name and address: initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 23-dec-2022 additional information was received indicating the patient¿s outcome from the adverse event was reported as fully recovered. No evidence of steam pop. Force visualization features used were dashboard and vector. Color options used prospectively was tag index. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).